Manufacturer narrative:
As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the event was unknown. It was not reported if the patient was hospitalized peritonitis. It was reported that the patient did not received treatment for the event. Action taken with dianeal therapy was not reported. The patient's recovery status and outcome of the event was unknown. No additional information is available.